Event description:
It was reported by customer that recently had an incident with a patient¿s port tubing coming apart (severed) or crack completely off while home-chemo 5fu was being infused. The port needle remained intact but the tubing was completely severed off in the dressing allowing for leakage of chemo, bleeding from the tubing, unable to clamp the port needle due to the disconnection of the tubing with the clamp was no longer connected or intact with an opportunity for an infection to enter. Patient presenting to treatment area with 5fu cadd pump connected for ivf and repeat lab work. Per patient, port tubing had come "disconnected" at home overnight while 5fu infusing and she reports having "reconnected" tubing after waking up and seeing blood on her bed sheets from port tubing. No residual 5fu noted on patient's skin. Cadd pump stopped and upon inspection of port, port tubing had severed above proximal lumen. Patient disconnected from cadd pump and port deaccessed. Upon discussion w/ app, cadd pump not to be reconnected and okay to reaccess port for ivf and labwork. No further interventions needed regarding severed tubing per app.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of disconnection of infusion set tubing is confirmed and was determined to be supplier related. One 19 ga x 1.0 in. Powerloc infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed blood use residues throughout the returned device. The tubing of the device was completely broken just distal of the y-site valve. A tactile evaluation revealed no tensile weakness along the tubing of the device. A test of attempting to re-insert the tubing back into the y-site luer revealed the tubing fit to the end of the y-site. A microscopic observation revealed striations along the proximal end of the tubing. No tubing was observed inside the y-site cavity. A uv light revealed inadequate adhesive inside the y-site cavity and along the tubing insertion site. The failure of the device tubing was determined to be related to the manufacture of the device. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that recently had an incident with a patient¿s port tubing coming apart (severed) or crack completely off while home-chemo 5fu was being infused. The port needle remained intact but the tubing was completely severed off in the dressing allowing for leakage of chemo, bleeding from the tubing, unable to clamp the port needle due to the disconnection of the tubing with the clamp was no longer connected or intact with an opportunity for an infection to enter. Patient presenting to treatment area with 5fu cadd pump connected for ivf and repeat lab work. Per patient, port tubing had come "disconnected" at home overnight while 5fu infusing and she reports having "reconnected" tubing after waking up and seeing blood on her bed sheets from port tubing. No residual 5fu noted on patient's skin. Cadd pump stopped and upon inspection of port, port tubing had severed above proximal lumen. Patient disconnected from cadd pump and port deaccessed. Upon discussion w/ app, cadd pump not to be reconnected and okay to reaccess port for ivf and lab work. No further interventions needed regarding severed tubing per app.